Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis as it was implanted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was 100% stenosed and isr of a previously implanted unspecified stent located in the mid left anterior descending (lad) artery extending to distal lad and was 45 mm long with a reference vessel diameter of 3.0 mm. It was treated with pre-dilatation and placement of a 2.50 mm x 16 mm ion us coa stent. Following post-dilatation the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin. In (B)(6) 2014, the patient was hospitalized due to worsening coronary artery disease. Isr was noted in the previously placed study stent located in the mid lad and was treated with balloon angioplasty, with 50% residual stenosis.